Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that their blood glucose was high at 599 mg/dl and that the pump does not alert them to the high blood glucose. No further details given.